Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of no image was not confirmed at the repair department therefore a definitive root cause cannot be identified. In regards to error code e311 (a white balance error), it was not replicated at the repair department, therefore a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. Tac walked to customer through several trouble-shooting options including cleaning the scope and trying multiple different scopes. All trouble-shooting ultimately failed and tac recommended that the unit be returned was evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The unit was tested with multiple different scopes and all video output and images were present. However, a worn out video connector latch was discovered and was causing a poor connection to the pigtails. Additionally, there was damage to the pip connector, both components will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an image when used with several different 180 scopes during procedure preparation. According to the initial reporter, the patient was moved to another room to continue the case. There was no patient harm or consequence reported as a result of this event.